Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #7l; cat# 5517f701; lot# eckcl1. Tritanium bplate triathlon s6; cat# 5536b600; lot# eds9x. Triathlon mb patella pa a35; cat# 5554l350; lot# eapcl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Patient underwent primary tka . Patient developed prosthetic joint infection and all components were removed.